Event description:
Following a pulmonary vein isolation for paroxysmal atrial fibrillation, a right inguinal hematoma was found requiring surgical intervention. A CT scan was performed that showed active bleeding. The patient was transferred to the vascular surgery department of another hospital. The hematoma was progressive, however the patient remained stable. The physician alleges that the hematoma was the result of accidental puncture of a small arterial vessel as the vessel could not be visualized on the ultrasound during access.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported hematoma and bleeding could not be conclusively determined.